Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that about one month after implant the patient developed an infection at the lead incision site and reported draining of fluid from the incision site. The patient was prescribed antibiotics and given silver dressings. Follow-up indicated that the lead wires were exposed and the physician decided to explant the device. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Prior to the explant but the patient had reported receiving effective pain relief from the device. There have been no reports of further complications regarding this event.